Event description:
It was reported that a transcatheter aortic valve evfxplus-29 was implanted in a patient with a diagnosis of aortic valve stenosis and nyha functional class ii heart failure. The patient had a medical history including diabetes mellitus (diet-controlled), dyslipidemia, coronary artery disease, renal failure (not on dialysis), carotid stenosis, peripheral arteriopathy, and previous cardiac surgery with coronary artery bypass grafting, including a left internal mammary artery graft. Ongoing pharmacological therapies included asa, beta-blockers, furosemide, and statins. Standard electrocardiography revealed first-degree atrioventricular block and left bundle branch block. The implant procedure was performed without acute complications, and the patient was discharged home with no late postprocedural complications reported. An unknown time following the valve implant, a pacemaker was implanted.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.